Event description:
It was reported that the programmer's electrocardiogram input port had noise. The programmer was returned for service. It was placed into storage at that time but has now been taken out of storage to be repaired and returned into circulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the electrocardiogram connector on the link electronic module board was loose and the board was replaced and calibrated. It was further noted that the system fan was noisy and it was replaced. Concomitant medical products: product ID: 2290 software analyzer. (B)(4).